Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that during a procedure in the magnetic resonance examination room, the connection tube was broken during the injection, leading to the contrast being splattered everywhere. Reporter states that the patient was connected, but there was no harm to patient or staff.